Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during initial stimulation held in 2007, high impedances were found on electrode channels 8 through to 12. This was confirmed by repeating the testing 3 times. Ground path impedance was 1.03. During fitting, electrode channel 7 caused facial stimulation and no auditory percept. Electrode 6 produced a sensation of 'pulsing', but there was an auditory percept. Levels on electrode 6 were 850 cu with a pw of 40. All remaining electrodes gave an auditory percept. The surgical report mentioned that full insertion was achieved. Nothing remarkable was noted in the surgical report. The patient is experiencing dizziness and has lost some taste sensation. The electrode lead was secured by tying down with sutures. The patient has not fallen or hit his head.